Event description:
During predilitation of the external carotid artery the balloon ruptured causing the patient to have stroke-like symptoms that later resolved. Nominal pressure was being used at the time of the rupture.